Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 6/4/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection of the returned lens showed no obvious damage or defect. The lens was further inspected under magnification with residue and minor cosmetic damage to the haptics seen, probably as a result of handling and explant. The reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of the intraocular lens (iol) in the patient's left eye, there was a myopic shift. The lens was exchanged with an iol of the same model but lower diopter lens. Additional information received reported that the patient did not have any contributing medical history and there was no additional intervention performed. No additional information was provided.